Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: tip broke off. Probable root cause: inadequate window profile. Inadequate welding process. Improper material strength. Inadequate size selected for the application. Material brittleness. Excessive force applied by the user. Incorrect rfid tag. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the tip of the blade broke. No pieces were left inside of the patient. No adverse consequences were reported and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip of the blade broke. No pieces were left inside of the patient. No adverse consequences were reported and the procedure was completed successfully.